Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarms due to several corrupted history file alarms in the history file. Corrupted history file alarms due to a corrupted history file. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer¿s mother reported via phone call that her son had high blood glucose for 18 hours, had several no delivery alarms and several a motor error alarms. She stated that her customer has changed their site 5 times. The customer¿s blood glucose came down with shots and stated that the pump seems to be fine. Customer's blood glucose was over 176 mg/dl. During troubleshooting, it was found that customer did not receive a motor position encoder error alarm. Performed displacement test and the pump failed. Continued with no delivery alarm troubleshooting and advised the customer to change the entire infusion set system and return the set for analysis. After troubleshooting, customer was advised that insulin pump would need to be replaced. Insulin pump will be returning for analysis.